Event description:
--

Event description:
Boston scientific received information that during a routine follow-up, this pacemaker could not be interrogated. Telemetry could not be established. The programmer indicated that the device was out of the area. The physician noted that the device is very buried. A new follow-up with the sales representative will be planned. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that during the next follow-up, it was still not possible to interrogate this pacemaker. Interrogation was tried with the wand in different positions, but to no avail. The physician decided to keep follow-up appointments scheduled for once every six months. The patient is not pacemaker-dependent and is (B)(6). No adverse patient effects were reported.